Event description:
Boston scientific received information that during a follow up high right ventricular (rv) lead pacing thresholds were noted. An rv lead dislodgment was alleged. The rv lead as successfully repositioned and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.